Manufacturer narrative:
Device evaluation: twenty-seven unused and unopened v-go were returned. Skin irritation and the reported infection cannot be directly assessed by mannkind corp. The original device was not returned and thus no direct assessment of the device in question could be conducted. One of the unused devices was removed from the packaging and probed with a glove hand. The adhesive tack appeared to be typical of other unused devices. There does not appear to be a distinct difference in adhesion performance from normal. A review of the lots associated with this foam pad lot resulted in no trend or additional complaints with a similar narrative. There were no anomalies observed within the documentation regarding the build or component lots. The reported complaint could not be confirmed.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the v-go client. The client has type 2 diabetes, lispro insulin and used the v-g0 30 device for 1 year. Client reports following the directions per the v-go manual for skin preparation and placement. Skin was clean, dried, wiped with alcohol pad, placed on his abdomen, rotating sides and locations. He experienced difficulty removing the adhesive tape, tacky residue built up on his skin. Skin became irritated, rash, oozing, bleeding and developed a small hole under the v-go device. He stopped wearing the device. He self-treated the area with neosporin. He has followed up with his healthcare professional (hcp). No additional medical treatment was needed. August 1 month later the hole has closed, and he has a small scar. His hcp advised he contact the company regarding his skin. He has stopped using the v-go device and does not plan to restart. The v-go adhesive is medical grade hypoallergenic, however some people may have a reaction. It is possible the v-go device contributed to his skin reaction. Device evaluation: the device was returned to the manufacturer on 09/14/2023. The investigation results are pending and will be submitted via follow-up report.

Event description:
The patient reported that he got a skin infection from the adhesive on the v-go 30. It was reported that samples are available for return to the manufacturer for evaluation.